Event description:
Correction: the initial MDR report 6000034-2021-02868 was filed inadvertently. No serious injury has been reported by the clinic.

Event description:
Per the audiologist, the patient experienced pain at the implant site and subsequently was treated with IV antibiotics (specific date and duration not reported). The implanted device remains.